Event description:
It was reported that the ventricular assist device (vad) exhibited pump stops indicating a loss of power to the controller due to power switching.  During log file review it was noted that multiple batteries, cac adapter, cdc adapter were noted to exhibit power switching.  The vad remains in use.  The batteries, cac adapter, cdc adapter were removed from use. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
###Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Additional products: d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650/ expiration date: 30-jun-2024/ serial#: (B)(6). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 10-jun-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650/ expiration date: 30-sep-2022/serial #: (B)(6) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 17-sep-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650/ expiration date: 31-may-2024/serial#: (b)(60 d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 15-may-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650/ expiration date: 30-jun-2024/serial#: (B)(6) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 10-jun-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650/ expiration date: 30-jun-2024/serial #: (B)(6) +d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 10-jun-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1650 / catalog #: 1650/ expiration date: 28-feb-2022/serial#: (B)(6) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 12-feb-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ac adapter d4: model #: 1650 / catalog #: 1650/ expiration date: 31-mar-2025/serial#: (B)(6) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 01-mar-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ac adapter d4: model #: 1650 / catalog #: 1650/ expiration date: 30-nov-2024/serial #: (B)(6) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 10-mar-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event.d1: heartware ventricular assist system ¿ac adapter d4: model #: 1650 / catalog #: 1650/ expiration date: 30-jun-2024/serial#: (B)(6) d9: no h3: no h4: mfg date: 08-oct-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event.d1: d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650/ expiration date: 31-may-2024/serial#:(B)(6) d9: no h3: no h4: mfg date: 18-may-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# bat(B)(6) h3:yes serial# bat (B)(6) h3:yes serial# bat(B)(6) h3:yes serial# bat(B)(6) h3:yes serial# bat(B)(6) h3:yes serial# (B)(6) h3:yes serial# (B)(6) h3:yes serial# (B)(6) h3:yes serial# (B)(6) h3:yes serial# bat(B)(6) h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) one (1) controller (B)(6), six (6) batteries (bat(B)(6), two (2) controller ac adapters (B)(6), one (1) controller dc adapter (B)(6), were not returned for evaluation as the devices were lost. Review of the devices' manufacturing documentation confirmed that the as sociated devices met all requirements for release. Log file analysis revealed three (3) controller power up events with associated pump start events were logged on 15/may/2024 at 14:34:33, on 15/may/2024 at 14:51:50, and on 22/may/2024 at 15:36:48, indicating a loss of power to the controller. The data point recorded prior to the first loss of power revealed that bat(B)(6) was connected to power port one with 22% relative state of charge (rsoc) and bat(B)(6) was connected to power port two (2) with 24% relative state of charge (rsoc). The data point recorded after the first loss of power revealed that bat(B)(6) was connected to power port one (1) and no power sources were connected to power port two (2). The data point recorded prior to the second loss of power revealed that bat(B)(6) was connected to power port one (1) with 20% relative state of charge (rsoc) and no power sources were connected to power port two (2). The data point recorded after the second loss of power revealed that bat(B)(6) was connected to power port one (1) and bat(B)(6) was connected to power port two (2). The data point recorded prior to the third loss of power revealed that bat(B)(6) was connected to power port one (1) with 81% relative state of charge (rsoc) and bat(B)(6) was connected to power port two (2) with 99% rsoc. The data point recorded after the third loss of power revealed that bat(B)(6) was connected to power port one (1) and bat(B)(6) was connected to power port two (2). No anomalies were recorded leading up to the losses of power. The controller was without power for sixteen (16) seconds, ten (10) seconds and nine (9) seconds respectively. As a result, the reported controller loss of power was confirmed. It is likely that the losses of power were perceived as the reported pump stop events. Log file analysis did not reveal any premature power switching events during the analyzed period. As a result, the reported power switching events could not be confirmed and a possible cause could not be determined. A possible root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.